Manufacturer narrative:
The meter was returned and investigated. Control solution testing was performed. All results were within range specification and no errors or new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported on (B)(6), 2011 they tried to test their blood sugar and their precision xtra meter would shut off after sample application; however they also reported eventually receiving a reading of 433 mg/dl that was higher than they felt. The customer further reported they experienced headache, lethargy, lightheadedness and went to the hospital where they were diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with 12 units of fast acting insulin to counteract the event. It should be noted the reported reading was consistent with the diagnosis and treatment received. There was no report of death or permanent impairment associated with this medical event.